Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 5114774. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of catheter missing with lot 5114774 regarding item 381411. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the needle did not retract. Infant IV (bd insyte-n autogauard 24 gax0.56in) defective x 2 from lot 5114774, exp 03/31/2028. First IV would not retract needle when trying to disengage (safety mechanism defective).

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.